Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet system, during which the ilet became disconnected from the ilet mobile app; the user reconnected the app, completed sensor warm-up, and successfully connected the pump to the ilet mobile app. No adverse clinical symptoms reported. Outcomes included restoration of cgm-to-app and pump connectivity with no alerts or alarms reported. User support included guided troubleshooting and user education conducted by support. Investigation of this case revealed that the issue was resolved through reconnection steps and successful sensor warm-up, consistent with a temporary connectivity pairing problem without device hardware failure. It was concluded, based on previously established findings for similar reports, that user-interface and connectivity factors were the most probable cause.